Event description:
Resident became confused while in bed and pulled bedrail up over the post. Bedrail was found on the floor and the end caps were broken. Resident was found on the floor in a puddle of urine with a fracture of the left distal radius and ulna. The other siderail is operational, safe, and in place.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: component failure, expected wear/deterioration, telemetry failure, other. Conclusion: device failure directly caused event, device failure directly contributed to event, user error contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service. Invalid data - on device destroyed/disposed of status.